Event description:
It was reported that this right ventricular (rv) lead was repositioned due to micro dislodgement. Leas currently remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to micro dislodgement. Lead currently remains in service. No additional adverse patient effects were reported. Additional information received indicating dislodgment was confirmed through high threshold and low r-wave amplitude. No additional adverse patient effects were reported.